Event description:
The event was reported to mvr, sales rep that dr (B)(6) was using the drill to pre-drill holes in the tibia plateau as a preparation to fixate the tibia template with the headed nails. During the drilling of the plateau itself, the drill broke off and the remaining piece got stuck in the pt. They managed to get it out. There is no reporting of any negative consequences for the pt. There was no report of extended surgery time.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.